Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. No battery out limit alarms noted and the operating currents are within specification. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call keypad anomaly and battery out limit alarm. Customer's blood glucose reading was 409 mg/dl. Customer removed the battery for over 10 minutes, received a battery out limit alarm and the buttons still do not work. Troubleshooting for keypad anomaly was performed. Customer received a button error alarm and was unable to clear it as a result of keypad being unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.